Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was found broken in the instrument set during the beginning of the case. Not used in surgery but need to be replaced.

Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the submitted device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.